Event description:
Reporting status: serious injury. Reporting rationale: thrombosis, medical intervention and mi. Device issue: none. It was reported that 24 hours after the promus stent had been implanted, the pt arrived in the emergency room with chest pain. The pt had a myocardial infarction and was intubated. Intravascular ultra sound revealed thrombosis, which was treated with a thrombectomy device. Several balloon inflations were performed and another company's stent was placed in the native vessel at the proximal end. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - myocardial infarction, thrombosis, and angina, as listed in the instructions for use and product risk assessment, are known adverse events associated with coronary stenting. In this case, it is likely that the thrombosis caused the angina, which led to the myocardial infarction and resulted in hospitalization and the need for additional non-surgical treatment. A conclusive root cause for all reported pt issues, and the relationship to the device , if any, cannot be determined.